Event description:
The reporter states that the customer obtained the blood glucose comparison of 486mg/dl and 171mg/dl on the accu-chek advantage system. The results were obtained within a 10 min timeframe. The customer took her anti-diabetic medication and ate oatmeal after the back-to-back results. No adverse event reported. New system sent to customer and return requested.